Event description:
It was reported that the sling was no longer helping the patient's stress urinary incontinence. The sling has been in patient for more than ten years. An artificial urinary sphincter (aus) was implanted. The patient had a successful outcome.